Manufacturer narrative:
(B)(4). Batch # t5ak24. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with three reloads present. The reload (b) was received fully fired. The reload (c) was received fully fired with the cartridge deck damaged. The reload (d) was received partially fired 1/3. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the echelon vascular endocutter was blocked when advancing the blade and does not allow the complete firing of the stapler. Staples did not come out of reload. No patient consequence reported.